Manufacturer narrative:
This investigation was conducted using submitted photos. The sling does not show signs of long-term fatigue or wear, nor does it show signs of extreme overload. Overload testing was conducted in-house, and the loop did not break in a similar fashion to this complaint. This failure was not able to be replicated, so the root cause is unknown. However, it was most likely caused by external damage during use; for example, the loop getting caught on a nonmoving object or damage from a sharp object such as keys, scissors, or a knife.

Event description:
While transferring a patient, one of the blue straps broke on the sling (rh shoulder), causing the patient to fall to the floor. Patient received a laceration injury to the left side of patient's forehead when he struck the ground. Patient received x-rays and follow-up treatment for the laceration and will continue to be monitored just in case. The care facility stated there were two cna's in the room at the time of the incident and both were participating in the transfer. Both the sling and the machine it was used on have been removed from service pending an investigation by safety staff at the hospital.